Event description:
It was reported, while connected to patient the unit shut down and constantly alarms (interrupt errors in event trace). Patient was switched to backup vent with no allegation of patient harm.